Event description:
A patient reported experiencing inaccurate low results with an otu meter. The patient's blood glucose results were 14 mg/dl, 56 mg/dl. Tests were done within < 10 minutes with a difference of 37 mg/dl. Patient did not experience any adverse events. No further information has been reported.